Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. On the same day as the event onset, the patient was hospitalized. The patient was treated with an unspecified antibiotic (intraperitoneally, daily, for fourteen days, dose not reported) for peritonitis. Therapy remained ongoing. Three days after admission, the patient was discharged from the hospital. The patient was not retrained on proper aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.